Event description:
In 2007, two gore tag thoracic endoprostheses were implanted to repair a dissection. The patient presented with a distal type I endoleak. Three months later, two additional gore tag thoracic endoprostheses were implanted and the distal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore tag thoracic endoprostheses were implanted (tg3720/lot#04692933 and tg3720/lot#04869404). Three months later, two additional gore tag thoracic endoprostheses were implanted (tg4020/lot#05050757 and tg4020/lot# 04869414).